Event description:
Dealer sates the chair veers to the right, right motor over powering the left.

Manufacturer narrative:
MDR decision date: (B)(4) has been initiated for this issue. The malfunction has not been confirmed.